Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolve the initial concern;customer feel well at the time of call;customer explained was at the hospital because was not agreed with the meter results of 400mg/dl;customer stated was not diagnose with anything, did not received any treatment or medication and did not have any symptoms;customer discharged the same day((B)(6) 2016).customer is comfortable with the readings of the new replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 400 mg/dl. The customer's expected fasting blood glucose test result range is 98 to 130mg/dl. The customer feels well and did not report any symptoms. Customer feels well at the time of the call. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer states that felt woozy so customer ran the test and got the 400 mg/dl customer got scared. Customer states that got worried and went to the hospital to verify what is the blood glucose results; customer obtained results of 172 mg/dl. Customer states that the doctor told him that the meter was bad. Customer states that they've only been using the meter for two months. Check the meter's memory and there were no 400 mg/dl in the meter's memory. Customer states that he did get a results of 400 mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolve the initial concern; customer feel well at the time of call; customer explained was at the hospital because was not agreed with the meter results of 400mg/dl; customer stated was not diagnose with anything, did not received any treatment or medication and did not have any symptoms; customer discharged the same day((B)(6) 2016). Customer is comfortable with the readings of the new replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 400 mg/dl. The customer's expected fasting blood glucose test result range is 98 to 130mg/dl. The customer feels well and did not report any symptoms. Customer feels well at the time of the call. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer states that felt woozy so customer ran the test and got the 400mg/dl customer got scared. Customer states that got worried and went to the hospital to verify what is the blood glucose results;customer obtained results of 172mg/dl. Customer states that the doctor told him that the meter was bad. Customer states that they've only been using the meter for two months. Check the meter's memory and there were no 400mg/dl in the meter's memory. Customer states that he did get a results of 400mg/dl.